Manufacturer narrative:
Convatec is submitting this report as a result of activities related to convatec remediation protocol (B)(4). Convatec is submitting this report pursuant to the provisions of 21cfr part 803. Any additional information received regarding this event after filing this report will be filed on a supplemental report (medwatch 3500a).

Event description:
The end-user reported that a duoderm dressing was applied to clean dry skin on the upper posterior thigh to buttocks area. It was reported that in less than 24 hours, the dressing began to roll up and stuck to her leg and was difficult to remove. Skin care products and follow-up with physician that ordered the dressing were discussed.